Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to perform the air removal process on two cartridges due to cartridge septum resistance experienced. A third cartridge was successfully filled with insulin after skipping the air removal process. Blood glucose level was 142 mg/dl.